Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronic assembly. Unable to verify weak battery alarm due to blank display. Pump received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose at time of incident was unknown. The customer was instructed to clear alarm with esc and act. The customer advised to use (B)(6) aaa alkaline battery. The alarm was explained to the customer. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to insert the new aaa alkaline battery. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.